Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had low battery and also unresponsive keypad/button. The customer was assisted with low battery troubleshooting. Customer's blood glucose was unknown at the time of the incident. The customer stated that the battery lasted more than two weeks. Customer was advised how to maintain insulin pump's battery life and to monitor pump. The customer was assisted with button error/keypad anomaly troubleshooting. The customer stated that the buttons were really hard to push. Customer stated that the clock on the insulin pump did advanced when observed for one minute. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will not be returned for analysis.